Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, periodontal disease, pain. Lack of osseointegration, removal when releasing the healing cap.